Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to its placement since implant. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): d274trk implantable cardioverter defibrillator (ICD)  2009-(B)(6), fr99525 tissue valve 2003-(B)(6), 5076 implantable pacing lead 2003-(B)(6), 4568 implantable pacing lead 2003-(B)(6), 6947 implantable tachy lead 2009-(B)(6). (B)(4).